Event description:
Mitek sales rep reported that a surgeon informed him that he had to revise one of his cases due to a grinding noise in the pt's shoulder. During the revision, he found the rotator cuff had fully healed, but the mitek cufftack anchor head had broken off, and was floating in the subacromial space. Broken fragment was removed from the site. As surgical intervention was required an MDR is being filed to document this event.